Manufacturer narrative:
Received 1 silicone catheter only for evaluation. The reported event was confirmed as manufacturing related. Per the visual inspection, a cut to 0.50¿ from the bifurcation on the drainage lumen was found. During the functional evaluation, water was injected into the drainage lumen and leakage was noted emanating from the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that a crack was found on the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a crack was found on the catheter.